Event description:
It was reported that during a left transcarotid artery revascularization (tcar) procedure, a dissection was visualized after insertion of the enroute 0.014" guidewire in the left internal carotid artery (ica). The physician elected to proceed with the procedure but during the deployment of enroute transcarotid stent system (tss), the user pulled on the device causing the stent to deploy at an unintended location. Imaging revealed 80% of the stent was shown to be deployed within the sheath, and 20% of the stent was deployed in the vessel. The procedure was converted to carotid endarterectomy (cea) to explant the stent and the dissection was treated.

Manufacturer narrative:
A secondary MDR was reported under 3014526664-2024-00114 for stent location error reported in this complaint. Field d4 (lot#, UDI and expiration date) was left blank as the lot# of the device is unknown.